Event description:
The patient's mother contacted animas on (B)(6) 2012 alleging there was no power to the subject pump. The complaint is being classified based on customer support's documentation in addition to information obtained by the (B)(4) during a follow-up call with the reporter. The patient's mother reported that on the morning of (B)(6) 2012 the patient awoke to discover there was no power to the pump. When the patient tested her blood glucose (bg) it was at 600 mg/dl and she treated the high bg with a correction bolus. The reporter denied that the patient developed any symptoms suggestive of hyperglycemia. At the time of the call, the reporter informed customer support that the pump had powered off before. The patient's mother stated that on both (B)(6) 2011 and on (B)(6) 2012 the patient was hospitalized with a diagnosis of dka. The reporter claimed that on both occasions the patient was placed on an insulin drip. During the follow-up call with the reporter, the patient's mother stated that the patient's high bg back in (B)(6) 2011 was as a result of the stomach virus; however, her recent hospitalization occurred after the subject pump had been intermittently powering off for a few days. The patient reported that the patient's bg would test "hi" (greater than 600 mg/dl) when the patient would discover the pump had no power. The reporter confirmed the pump did power back up; however, were unable to get her high bg under control after that. At the time of troubleshooting, the patient's mother confirmed the yellow o-ring was visible at the time she reviewed the pump for the power issue. The reporter informed customer support that the patient was only using her fingers to secure cap and that the patient had never replaced the battery cap as recommended in the owner's booklet. Customer support also noted that the patient using alkaline batteries, but does not change setting in the pump to match the battery type. Customer support reviewed battery cap replacement and tightening guidelines with the reporter. This complaint is being reported because the patient developed signs/symptoms of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box revealed an unconfirmed "replace cartridge" alarm on (B)(4) 2012 at 01:56am resulting in battery draining and power loss. There was no damage found to the battery cap or battery compartment. The returned battery cap was able to secure tightly to the pump. The rewind, prime and load steps were performed on the pump with power issues. The pump was exercised for 24 hours with returned battery cap with no loss of power. A battery cap functional test was performed with no battery cap connection defects. The battery cap contact met all specifications. The pump cover was removed and there was no evidence of moisture or damage found to the battery flex or power circuit. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.